Event description:
It has been reported that device did not pass a self diagnostic check.

Manufacturer narrative:
(B)(4). Device eval pending. Issue reported as the device alert could not be cleared by user.